Event description:
The reporter stated the surgeon inserted an eyeonics lens but the trailing haptics were torn off and remained in the cartridge. The incision was enlarged to remove the lens and another lens was implanted. The incision was sutured, the patient's current prognosis is good. The reporter stated it was the surgeon's opinion that the cause of the iol damage was due to the injector.

Manufacturer narrative:
Evaluation: a cartridge lot number search was performed and two similar complaints were found. Conclusions: based on the complaint history and the lot number search, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.